Manufacturer narrative:
Citation: (B)(6), et al. Contrast-free percutaneous pulmonary valve replacement: a safe approach for valve-in-valve procedures. Advances in interventional cardiology. (B)(6) 2021 (2):200-209. Doi: 10.5114/aic.2021.107500. Epub (B)(6) 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following contrast-free percutaneous pulmonary valve replacement (ppvi). The authors retrospectively collected ppvi data from the preceding two years (approximately 2018 to 2020) at a single center. The study population included 21 patients (predominantly female; median (B)(6); mean weight 69.6 kg). One patient was previously implanted with a 27 mm medtronic mosaic bioprosthetic valve in the pulmonary position. Two patients were implanted with medtronic melody transcatheter pulmonary valves. Of these two patients, one was previously implanted with a 22 mm melody inside a pulmonary homograft, and the other patient underwent contrast-free implantation of an 18 mm melody within a 21 mm sorin mitroflow valve. No unique device identifier numbers were provided. The mosaic patient underwent ppvi (transcatheter valve-in-valve replacement) with an edwards sapien 3 bioprosthesis. The patient previously implanted with a 22 mm melody underwent ppvi (transcatheter valve-in-valve replacement) with an edwards sapien 3 bioprosthesis. The authors noted the mean time from bioprosthetic valve implantation to ppvi was 8.5 years (range of 6 to 17 years) and the cause of valve dysfunction was isolated stenosis or mixed stenosis and regurgitation. Elevated pressure gradients were also observed before ppvi. No patient had more than trivial pulmonary incompetence after ppvi. No additional adverse patient effects or product performance issues associated with medtronic product were reported.